Event description:
The facility reported a colleague infusion pump with a defective battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the reported condition of a colleague infusion pump with an alleged malfunction of a defective battery could not be confirmed nor reproduced because the pump was not returned. The cause of the problem could not be identified. No actions could be taken to resolve the problem. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device was previously serviced for the reported condition. During previous service the batteries and harness were replaced. This issue is being investigated through CAPA. The device was not available for evaluation.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.baxter has received similar reports for the reported problem.